Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. After an unspecified period of time, patient developed aspiration pneumonia and was hospitalized for three weeks. On (B)(6) 2016, patient was started on duopa therapy and at that time patient was also noticed to have infection at the stoma site.